Manufacturer narrative:
The investigation showed that upon 400-fold dilution and retesting the sample, results of 300,000 iu/ml were obtained. The event is consistent with a high dose hook event. The instructions for use other limitations section states that "sample containing greater than 300,000 iu/l hcg may read within the reportable range due to a high dose hook effect.".

Event description:
A customer observed negatively biased total b-hcg results on a patient sample. The biased result was reported and questioned by the physician. Biased results of the magnitude and direction observed might lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.